Manufacturer narrative:
The software logs were received and reviewed but provided insufficient information to determine the root cause of the reported behavior. Nothing in the system logs reports any problems during the times in which low performance was apparently displayed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software logs were received and under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system became unresponsive while attempting to register in a clinical case. Points were not displaying in the software as the health care professional was tracing on the patient. The swapped foot pedals and issue did not resolve. Reboot resolved the issue. There was less than an hour delay in the procedure. No impact on patient outcome.